Manufacturer narrative:
This report is submitted on october 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision on (B)(6) 2018, due to a tip fold over of the electrode array the device was explanted and the patient was reimplanted with another cochlear device.

Manufacturer narrative:
This report is filed on january 14, 2019. (B)(4).